Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp requested MRI guidelines, and indicated that it is unknown if the MRI is related to the patient¿s device or therapy. They stated that the patient has possible discitis in their spine. No further complications were reported or anticipated.

Manufacturer narrative:
Event is now reportable for malfunction and not serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had it turned off since last time she went to a healthcare provider (hcp) and the rep said there was something interfering with it, it wasn't working like it should, and they saw the hcp and they are supposed to be setting up an epidural shot. The patient has an appointment on (B)(6) 2018. The caller said he is assuming the discitis was going on long before the patient got the stimulator. The patient got the stimulator to help control the pain of it. The caller said ever since the patient got it: ((B)(6) 2018) at times at it helps her, but sometimes it hurts so bad she needs to turn it off. This has been going on ever since it was put in. The caller said something must be interfering that is what one of the reps said. The caller said the patient has burning and pain and she thinks she is having spasms or something is interfering with it. The caller said the patient has been going to the hcp back and forth and they are supposed to be setting up to get epidural shots, but they are not set up yet. No further complications were reported.